Event description:
It was reported that during a gastric bypass procedure, while stapling the bowel the device cut however did not staple and a hand anastomosis with suture was done to complete the procedure. There were no patient consequences. No other details are available.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition. Three ecr60b cartridge reloads fully fired and one ecr60b reload unfired were present. The device was tested for functionality in the articulated position with the returned cartridge reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.